Manufacturer narrative:
The investigation determined that lower than expected vitros dgxn results were obtained from a non-vitros biorad quality control fluid and a vitros therapeutic drug monitoring performance verifier (tdm) using vitros chemistry products dgxn slides lot 1921-0257-1331 on a vitros 5600 integrated system. The most likely cause of the event is an instrument related issue specifically affecting the vitros dgxn assay. Historical quality control results were imprecise and within run vitros dgxn precision testing failed on the vitros 5600 integrated system while vitros crbm diagnostic precision testing passed. The customer also obtained the condition code: (B)(4) : replicates out of range on the vitros 5600 integrated system while attempting to calibrate and process vitros dgxn around the time of the event. Qc results improved following service actions performed on the instrument by an ortho fe which included replacing the tubing from the immunowash fluid (iwf) tip to the metering pump, performing adjustments to the iwf metering system, cleaning the evaporation caps and replacing the immunorate (ir) wash cam. An issue with vitros dgxn lot 1921-0257-1331 is not likely a contributing factor of the event as historical qc results were accurate prior to the event. In addition, there were no issues found with any results from the customer¿s alternate vitros 5600 system using vitros dgxn lot 1921-0257-1331. However, an issue with the vitros dgxn reagent cannot be entirely ruled out as the results of a vitros dgxn post service within run precision test were not within acceptable guidelines. Quality control results have been within expectations since the service actions were performed on the vitros 5600 system. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros dgxn lot 1921-0257-1331.

Event description:
A customer contacted the ortho clinical diagnostics technical service center (tsc) to report lower than expected digoxin (dgxn) results obtained from a non-vitros biorad quality control (qc) fluid and a vitros therapeutic drug monitoring performance verifier (tdm) processed using vitros chemistry products dgxn slides on a vitros 5600 integrated system. Biorad lot 56640 l3 vitros dgxn results of 1.8, 1.8, 1.5, 1.6, 1.8, 1.3, 1.8, 1.9 and 1.6 ng/ml vs the expected result of 2.45 ng/ml. Vitros tdm iii q7653 vitros dgxn results of 1.9, 2.0 and 2.0 ng/ml vs the expected result of 2.67 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were from qc and tdm fluids and were not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).